Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt complained the stimulation is too strong. The pt stated that this occurred after she stumbled then she heard a pop in her back. An sjm rep met with the pt for programming, and satisfactory stimulation was obtained. However, the pt called a few days later and reported the stimulation was uncomfortable again. The pt also stated the stimulation turned off over the weekend. A lead diagnostic revealed multiple contacts are invalid. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.